Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05654, 0001822565-2018-05660, 0001822565-2018-05694, 0001822565-2018-05695, 0001822565-2018-05696, 0001822565-2018-05698, 0001822565-2018-05699, 0001822565-2018-05700, 0001822565-2018-05701, 0001822565-2018-05702, 0001822565-2018-05711, 0001822565-2018-05712, 0001822565-2018-05713, 0001822565-2018-05714, 0001822565-2018-05715, 0001822565-2018-05716, 0001822565-2018-05717, 0001822565-2018-05718, 0001822565-2018-05719, 0001822565-2018-05731, 0001822565-2018-05732, 0001822565-2018-05733, 0001822565-2018-05735, 0001822565-2018-05739. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was package defect where the seal was peeled off.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.